Event description:
On 4/23/96, rptr had the pacemaker implanted. On two separate occasions, it gave him a rib shock which seemed to coincide with taking his blood pressure. On 5/9/96, the pacemaker was removed and another one put in.